Event description:
Olympus was informed that during a therapeutic laparoscopic colectomy procedure, the image was greenish, distorted, and went black twice during the procedure. The users reportedly had replaced the endoscope during the procedure. There was no pt injury reported.

Manufacturer narrative:
Olympus f/u with the user facility to obtain add'l info regarding this report. The user facility reported that the device had been used for three time only. The image reportedly had blanked out intermittently during the procedure, and the users reportedly decided to not wait for the image to regain on the third occurrence and completed the intended procedure with a different tower. The procedure was said to have been delayed for 10 - 15 minutes. The device referenced in this report was returned to olympus for eval. The eval did not confirm the user's report. The referenced device passed the burnt-in test with no anomalies noted. The image did not turn green or went black. The video output was normal and all of the front panel switches were functioning properly. This report is being submitted as a medical device report in an abundance of caution.